Event description:
Caller reported blood glucose results of 192 mg/dl, 95 mg/dl, and 91 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.